Event description:
A clip got broken at ligation during a surgery. Therefore, the user opened another cartridge to complete the surgery. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
A clip got broken at ligation during a surgery. Therefore, the user opened another cartridge to complete the surgery. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73g2100576 was manufactured on 07/19/2021 a total of 15,120 pieces. Lot was released on 07/28/2021. DHR investigation did not show issues related to complaint. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production p/n 544250 hemolok xl clips 6/cart 84/box lot # 73d2200215, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge with one clip remaining of 544230 hemolok ml clips 6/cart 84/box for investigation. No broken clip or clip applier was returned. The returned sample was visually examined with and without magnification. No defects or anomalies were observed. Evidence of use in the form of biological material was observed on the returned cartridge. Functional inspection was performed on the clip remaining in the cartridge. A lab inventory clip applier was used. The remaining clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing without detaching. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. No functional issues were found with the returned clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." In summary, the reported complaint of "broken parts - clip - info not provided" could not be confirmed. One cartridge was returned with only one intact clip remaining. Upon functional inspection, the clip could be loaded into the jaws of a lab inventory applier and was able to properly fire and close onto over-stressed surgical tubing with no issues. A DHR review was performed with no evidence to suggest a manufacturing related issue. Since there were no functional issues with the returned clip, the complaint cannot be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
A clip got broken at ligation during a surgery. Therefore, the user opened another cartridge to complete the surgery. No clip fell/remained in the patient.